Event description:
It was reported that a red alert was recorded due to high pacing impedance out-of-range (oor) of over 2000 ohms on the right ventricular (rv) lead. Technical services (ts) reviewed this case and found as well that the patient's system was having noise on the rv lead, although not oversensed. Ts recommended isometrics, pocket manipulation and impedance sample to determine any issues with the rv lead. Sudden increase spikes of the rv impedance were noticed that resulted in suspected spring contact issues. This patient's pacemaker does not have an enhanced header, but this does not explain the noise experienced. The sales representative performed the recommended troubleshooting and was unable to recreate the oor impedance. Although, there was some slight noise, not marked, when patient leaned forward to tie shoes and impedance went up from 700 to 1600 ohms and stayed there. Ts discussed that pattern of noise may be concerning, but no episodes were stored, no inhibition or symptoms noticed. Ts recommended to perform x-rays to discard any physical damage with this patient's products and reprogramming the device. Latitude alerts and non-physiological signals were updated, the patient will continue to be monitored. No x-rays were performed. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that a red alert was recorded due to high pacing impedance out-of-range (oor) of over 2000 ohms on the right ventricular (rv) lead. Technical services (ts) reviewed this case and found as well that the patient's system was having noise on the rv lead, although not oversensed. Ts recommended isometrics, pocket manipulation and impedance sample to determine any issues with the rv lead. Sudden increase spikes of the rv impedance were noticed that resulted in suspected spring contact issues. This patient's pacemaker does not have an enhanced header, but this does not explain the noise experienced. The sales representative performed the recommended troubleshooting and was unable to recreate the oor impedance. Although, there was some slight noise, not marked, when the patient leaned forward to tie his shoes and impedance went up from 700 to 1600 ohms and stayed there. Ts discussed that the pattern of noise may be concerning, but no episodes were stored, no inhibition or symptoms noticed. It was recommended to perform x-rays to discard any physical damage with this patient's products and reprogramming the device. Latitude alerts and non-physiological signals were updated, and the patient was continued to be monitored. No x-rays were performed. This rv lead remained in service until it was surgically abandoned and replaced due to a confirmed conductor fracture. No additional adverse patient effects were reported.